Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the lot numbers were not provided. The patient effects of hematoma, stenosis, occlusion, infection, pseudoaneurysm, hemorrhage are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and devices reported in the pmcf are captured under separate medwatch reports. Literature attachment: article title "post market clinical follow-up evaluation report vessel closure devices."

Event description:
It was reported through a post market clinical follow up (pmcf) evaluation report identifying the proglide vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, infection, pseudoaneurysm, access site bleeding, failure to achieve hemostasis and intervention. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices. Please see the post market clinical follow up evaluation report for specific information.